Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Verbatim: IV pharmacist discovered an issue with bd item # 309628. There was a thin layer of fluid/oil on the inside of the barrel. When the plunger is pulled back, a small amount of this fluid collects just under the plunger. When they removed the plunger and rubbed it on their finger, there was transparent fluid on their finger. They have pulled back the 2 lots that they know to be affected. The lots are: 6022248 and 5149605. There are 2 lots not affected that they are utilizing in the pharmacy.